Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc instructed the customer to run a probe test and quality controls, both of which were acceptable. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on three patient samples tested for multiple assays on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on either the same instrument or an alternate dimension vista instrument, resulting as expected. The corrected results were reported to the physicians(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.